Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 01) occurred. Additionally, it was reported that the customer had difficulty loading multiple cartridges. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 171 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.